Event description:
It was reported that the handpiece changed mode from reverse to forward prior the start of a surgical procedure. The planned case was completed with another device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device charging mode from reverse to forward was duplicated. Based on the investigation details, the likely cause was a failed e-box, which was replaced along with other components.